Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to pop and sui. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision in 2010 due to pain. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and the pelvisoft acellular collagen biomesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2013 and (B)(6) 2014.

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2013 and (B)(6) 2014.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted concurrently with a&p colpoperineorrhaphy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced nocturia, overactive bladder and urinary incontinence. It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) due to complication of mesh surgery and pelvic pain. (B)(4).